Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat vaginal vault prolapse and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, infection, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and pain in back, leg, knee, hip and buttock. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, nocturia, vaginal discomfort, and mild vaginal atrophy.

Event description:
It was reported that following insertion the patient experienced urinary frequency, nocturia, vaginal discomfort, and mild vaginal atrophy.

Manufacturer narrative:
(B)(4) - exposure/extrusion/protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 8/7/2017. Patient codes: (B)(4) hematuria, (B)(4)retention, (B)(4)urinary urgency, (B)(4) inflammation. It was reported that following insertion the patient experienced gross hematuria, incomplete bladder emptying, urinary urgency and atrophic vaginitis.

Manufacturer narrative:
Patient codes: (B)(4). Details: it was reported that following insertion the patient experienced obstruction.

Manufacturer narrative:
(B)(4).